Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the sales consultant was showing someone how to use a t-pal spacer applicator handle and knob, they appeared to be loose and wouldn¿t tighten at a 45 degree angle when holding a 9mm trial spacer. The sales consultant tried another applicator handle and knob with the 9mm trial spacer and it worked just fine. There was no patient involvement. This complaint involves 2 devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
One t-pal spacer applicator handle (part 03.812.001 lot 3473814) and one t-pal spacer applicator knob (part 03.812.004 lot 3476116) were returned for reportedly being loose and not tightening at a 45 degree angle when holding a 9mm trial spacer. The applicator is used for inserting trial spacers and implants for the transforaminal posterior atraumatic lumbar (t-pal) spacer system. The instrument allows a rigid and pivoting option for controlled insertion as well as a security button to avoid spacer disengagement. The handle was returned with material deformation at the distal opening. The instrument is in otherwise good condition. Product drawings were reviewed during the investigation. To assemble the applicator with a trial spacer, the spacer is attached to the applicator inner shaft (part 03.812.003) and the shaft is then inserted into the applicator handle. The knob is turned clockwise to tighten the inner shaft around the spacer and prevent pivoting. The complaint condition of not tightening at a 45 degree angle around the spacer could not be tested because the applicator inner shaft was not returned. The outer shaft of the handle has deformation at the distal opening possibly due to incorrectly inserting the inner shaft during a previous demonstration or surgery. This may have contributed to the loose condition however the condition could not be replicated. The complaint condition could have also resulted from not turning the knob far enough clockwise, which would keep the spacer in the pivoting position. The dimensions, tolerances, material, and heat treat were found to be adequate for the instrument¿s intended use. The instrument was returned with material deformed at the distal opening although it could not be established that it caused the loose condition. The design was reviewed and found to be adequate. This complaint is deemed confirmed due to the damage on the outer shaft of the handle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.